Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a(B)(6) male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported after two days of persistent suction alarms, the imeplla cp was replaced with a new one. No patient harm was reported.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the initial report was submitted. The device was not returned for investigation. Per the clinical description and data analysis provided, the root cause of the positioning issues was most likely use related.